Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot # is unknown, therefore a DHR cannot be performed.

Event description:
The event occurred in the intensive care unit at approximately 01:30 and involved a transpac® IV monitoring kit w/safeset¿ 84" red stripe arterial pressure tubing, reservoir, intraflo® and 2 needleless valves where the arterial catheter tubing ruptured just above the pressure dome. Action was taken as the arterial line was immediately clamped and the pressure dome was changed. There was patient involvement, however there were no victims, no adverse events and no patient harm.